Manufacturer narrative:
As received, a complete lead was returned in one piece. The field report of the helix failing to retract was confirmed. As received, the helix was fully retracted and clogged with blood. X-ray examination revealed the inner coil at the connector region was over-torqued. After cleaning the distal portion and applying torque directly to the inner coil, the helix could be extended and retracted. The measured full helix extension was within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found damage consistent with that occurring at the time of explant.

Event description:
During implant procedure, the right ventricular lead had dislodged after being fixated. It was impossible to fixate the lead again due to the helix being unable to retract. The procedure was completed with a different lead and there were no patient consequences.